Manufacturer narrative:
(B)(4).

Event description:
It was reported that device did not treat the patient after ventricular tachycardia (vt) episode. The patient experienced lightheadedness and was not feeling very good. Review of the episodes noted to be vt but the device was diagnosing the rhythm as supraventricular tachycardia. The device treated the rhythm with antitachycardia pacing in one episode and broke the rhythm successfully. Physician was satisfied with performance of device, no intervention was performed. Patient was fine and discharged.